Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacture h6: coding changed based on the investigation result additional information h4: device manufacture date evaluation summary when the product was investigated, it was determined that some sort of stress had been applied to the product, as the base was broken and the cup had fewer wire turns than usual. When the cup was opened at the distal end of the endoscope, the wire return part hit and was slightly deformed, causing the wire to interfere with the distal cup frame and malfunction. It is thought that if the endoscope is pulled vigorously in a curved state, force will be applied to the operating wire and the gap at the end of the wire will become larger and wider. The DHR review confirmed the endoscope was manufactured on 14-apr-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 14-apr-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user was using this product to stop bleeding during esd, but the cup did not open well from the beginning. The user understand that the opening will get worse after using it a few times, but the opening was bad from the beginning. If there was an abnormality from the beginning, he think it is a defect. A new product was opened and hemostasis continued. There was no problem at that time. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.